Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 700 cc saline prosthesis, catalog # 3501697, serial (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 700 cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however it is indicated that bilateral implant replacement may take place in the future.

Manufacturer narrative:
Account information was received on 02/27/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 02/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(4) 2018 mentor became aware that the same incident was submitted to FDA twice (manufacturer¿s reference numbers: (B)(4), manufacturer report numbers 1645337-2018-00607 and 1645337-2018-00761, respectively). Since both complaint files already contain a submission to FDA, both files will be maintained, and any additional information received on one will be reported under both, as applicable. Manufacturer¿s reference number: (B)(4).